Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the angiography procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that l arm shell fell off. Upon functional testing fse found that the tape of the cover had problem. To resolve the issue fse installed and fastened the l arm shell. As a preventive measure fse checked l-arm cover of another 3 devices and fastened them to avoid such incidents in future. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-10/31/2023-006-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the l arm cover fell from the device. The system was in clinical use. There was no reported patient or user harm. The field service engineer (fse) re-attached the cover and returned the system to use in good working order.